Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device IFU states the 6f angio-seal device should be used on 6f or smaller procedure sheath arteriotomies and the 8f angio-seal should be used on 8f or smaller procedure sheath arteriotomies. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a preclose technique, via a 14f sheath prior to an impella procedure. Reportedly, the first proglide deployed its suture; however, the physician was not happy with the tactile feel of the device. A second proglide was placed with no issues. The impella procedure was successfully completed. Starting with the second proglide device, the knot was advanced with continued blood flow. The first proglide knot was advanced and hemostasis was not achieved. Blood flow decreased to a flow comparable to 5 or 6 fr hole pulsatile blood flow. The physician attempted to use an angio-seal without success. Hemostasis was not achieved. After two minutes of manual arterial compression, the artery occluded and was pulseless. The patient was sent to surgery to where the occlusion was treated and hemostasis was achieved with surgery. The patient was fine after the surgery. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. A femoral angiogram was taken which showed no calcification at the access site. The patient was not anticoagulated. The physician stated after the failed proglide devices and because of the condition/age of the patient that he should not have tried the angio-seal device. No additional information was provided.

Event description:
It was reported that the proglide sutured back wall caused the occlusion.